Event description:
The trilogy o2 ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the evaluation it was confirmed by an operational check that "ventilator service required" alarm sounded. Error code 344 (low flow) indicating a failure in the air flow sensor, was recorded in the error log, therefore the oxygen blender board equipped with the air flow sensor was replaced to address the issue. Additionally, periodic maintenance 1 was performed. The following parts were replaced as regulated by maintenance procedure to prevent failure: trilogy o2 pm1 kit. The technician performed repair test, alarm check, battery check, run in tests, cleaning then confirmed the unit operated properly. The software version was confirmed (ver.14.2.05).

Manufacturer narrative:
The reported failure of the air flow sensor is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.